Manufacturer narrative:
Concomitant medical devices: 3058 interstim urinary ipg, implanted: (B)(6) 2014; 3093-33 lead, implanted: (B)(6) 2009. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.